Manufacturer narrative:
Initial and final MDR 1899810 - MDR 3003442380-2024-09277 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that the infusion set fell off during use. No further information available.